Event description:
A caller reported a malfunction on their pump, identified by the code malf 12, with a fault ID of (B)(4). There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump, with instructions to call back if the issue reoccurs.